Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was found to have dislodged. The lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was found to have dislodged. The lead was surgically abandoned and was replaced. No additional adverse patient effects were reported. Additional information received from the field indicated that the lead exhibited loss of capture and was confirmed to have dislodge through x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.